Event description:
It was reported that the user experienced a low blood glucose event while at a concert, with ilet displaying 80 mg/dl and a confirmatory fingerstick of 74 mg/dl, and treated with oral carbohydrates (fruit snacks, then glucose) leading to recovery to 125 mg/dl; the user had recently lowered the glucose target in coordination with a trainer and has since experienced increased lows. Symptoms included hypoglycemia with associated emotional distress. Outcomes included self-treatment with oral glucose and return of blood glucose to range without emergency care. Investigation included complaint review and troubleshooting with user education. Investigation of this case revealed no device alarms and no device malfunction reported, with the cause of the hypoglycemia unclear. It was concluded that the event was user-experienced hypoglycemia with cause unclear and that the device functioned as expected based on available information. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.